Event description:
The customer reported that the central nurse's station (cns) was experiencing intermittent comm loss with the connected devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing intermittent comm loss with the connected devices. No patient harm was reported. Investigation summary: the events lasted between 30 seconds to two minutes. The customer explained that the comm loss would appear randomly on wireless bedside monitors (bsms). The cns was bsms: bsm 6000 and bsm 3500. The bsm 3500 devices are connected to the network wirelessly. The hospital had about 20 bedside devices. The customer believed that the communication loss occurred in certain areas of the wireless coverage. The email on 11/15/2021 shows the issue was resolved, however little details were provided. The customer later explained that they had added additional wireless access points to increase coverage. The service history for this hospital shows an incident of signal loss in two rooms reported under ticket (B)(4). A malfunctioning network switch was replaced to resolve that issue. There are no other recurrences of comm loss and/or signal loss. Based on the evidence provided above, there is no indication of a device malfunction at the cns or at the patient connected bsm 3500. The cause of the event could be traced back to network issues. It has since been resolved. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is experiencing intermittent communication loss with connected device(s). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is experiencing intermittent communication loss with connected device(s). No patient harm was reported.